Event description:
It was reported that stent migration occurred. The 90% stenosed, 65-75mm in length, tight target lesion was located in the non tortuous, moderately calcified and 8-10mm in diameter distal bile duct. After a 0.35 unspecified guide wire crossed the lesion, a 10 x 68mm x 75cm wallstent-uni¿ endoprosthesis stent was advanced. The stent was then fully deployed to the lesion and was well apposed to the vessel wall. The stent delivery system (sds) was removed with no significant resistance. However it was noted that the stent migrated and moved back with the sds but the stent remained deployed proximal to the target lesion. The procedure was completed by implanting a non bsc stent to cover the lesion. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).